Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged with the catheter handle and the introducer sheath was abutting the shuttle handle. The advancer tube was properly engaged to the proximal tamp lock upon receipt. The sealant was found flared over the balloon. There was a small amount of blood in the distal end of the sealant. The position of the sealant does not match the description of the incident and could be due to user manipulation or subsequent handling. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1622203) indicated that there were no non-conformances related to this event and the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip sealant was delivered outside of the patient's body and remained at the end of the shuttle sleeve. The device was being used with a 5f procedural sheath for arterial closure following a diagnostic procedure. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The balloon was deflated and the complete device was removed from the patient. At which time it appeared that all of the sealant remained attached to the shuttle sleeve. Manual compression was applied for 15 minutes to achieve hemostasis. The patient did well and was not hospitalized as a result. Additional information was requested, but is not available at this time.